Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of backup vvi was confirmed in the laboratory and was due to a power-on reset. The device was tested on the bench. The cause of the power-on reset was an anomalous component connection on the hybrid.

Event description:
It was reported that when the patient presented in the emergency room after receiving multiple shocks. The device had a power on reset (por) to backup vvi mode with no hv therapy available. The device was explanted and replaced.